Event description:
Upon removal of port-a-cath device, tubing noted to be inappropriately short. Cxr confirmed residual fragment in superior vena cava. Catheter fragment retrieved via ultrasound guided percutaneous transcatheter.